Event description:
Reportedly, during the implantation of the subject pacemaker, ventricular pacing was observed when connecting the ventricular lead in bipolar configuration. When unipolar measurements were performed with a psa for the atrial lead (which could not be used in bipolar configuration), no ventricular pacing was observed due to spontaneous rhythm. Pacing inhibition was then observed when starting interrogating the device in order to change the pacing mode to voo. No pop-up message was triggered and the polarity could not be changed to bipolar configuration on the programmer. The ventricular lead was disconnected and reconnected again (along with the atrial lead), and pacing was observed when placing the device in the pocket. The device was then interrogated and the polarity was found in unipolar configuration, which was changed to bipolar configuration. Preliminary analysis did not reveal any anomaly with the subject pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200506 - file-2020-00855 - analysis_and_closure_report_resp-2020-00500.pdf].

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation of the subject pacemaker, ventricular pacing was observed when connecting the ventricular lead in bipolar configuration. When unipolar measurements were performed with a psa for the atrial lead (which could not be used in bipolar configuration), no ventricular pacing was observed due to spontaneous rhythm. Pacing inhibition was then observed when starting interrogating the device in order to change the pacing mode to voo. No pop-up message was triggered and the polarity could not be changed to bipolar configuration on the programmer. The ventricular lead was disconnected and reconnected again (along with the atrial lead), and pacing was observed when placing the device in the pocket. The device was then interrogated and the polarity was found in unipolar configuration, which was changed to bipolar configuration. Preliminary analysis did not reveal any anomaly with the subject pacemaker.